Manufacturer narrative:
The reported issue was confirmed. The root cause is a failed manifold. Failed function tests as the unit was having issues with high pressure. Replaced manifold. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a brand-new arctic sun device they have not used on a patient yet. When they first received the device, the reservoir was full. Now, they turned it on to make sure everything was working, and the reservoir was empty. Nurse filled it with sterile water, and it filled to 2 bars but then stopped taking water. They would try to get in touch with representative to assist. Per follow up information received via email on 26feb2024, the system did not have to came here at the technical services it was only the fluid delivery line that was sent because it was the part casing the issue. Per sample evaluation, it was reported that there was a failed function tests as the arctic sun device was having issue with high pressure due to manifold.

Event description:
It was reported that the nurse stated that they have a brand new arctic sun device they have not used on a patient yet. When they first received the device, the reservoir was full. Now, they turned it on to make sure everything was working, and the reservoir was empty. Nurse filled it with sterile water, and it filled to 2 bars but then stopped taking water. They would try to get in touch with representative to assist. Per follow up information received via email on 26feb2024, the system did not have to came here at the technical services it was only the fluid delivery line that was sent because it was the part casing the issue. Per sample evaluation, it was reported that there was a failed function tests as the arctic sun device was having issue with high pressure due to manifold.

Manufacturer narrative:
The reported issue was confirmed. The root cause is a failed manifold. Failed function tests as the unit was having issues with high pressure. Replaced manifold. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.